Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Lead diagnostics showed that the right extension had low impedances. Surgical intervention was undertaken wherein the extension was explanted and replaced. Therapy was restored post-op.